Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the rv pacing impedance measurements increased intermittently. No noise was observed. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.